Event description:
It was reported that the device's keypad is locking up. Removing the battery will power the unit off; however when replaced, the device goes thru the power on self test and then cannot be powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to foreign material contamination on the switch contacts of the on/off dome switch on the membrane switch assembly. A replacement device was provided to the customer.